Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Due to the elevated bg, the customer was nausea and had vomited a few times. Reportedly, the cartridge set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction bolus via the pump, correction injection, as well as performed a supply change to address the bg. Customer to replace supplies as necessary and resume insulin.